Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the left side. No anomalies were found with the jaws. The device was tested for funcitonality; it cycled, and ejected three remaining clips due to the cam condition. It was disassembled and no anomalies were found with the internal components. An investigation has been initiated to determine the cause of this issue.